Event description:
Pt has a pressure area on right lateral hip which presented initially with multiple blisters which opened and increased in size. Pt was treated for infection and given wound care until healing was completed on 8/2/94. At the time of incident, a number of interventions were already in place, e.g, egg-crate, bed and chair, skin care and position changes. Metal bar adjacent to chair seat appeared to be contributing factor to this problem. Bar was also covered with foam rubber.